Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). As the 3.5x12 promus element plus stent was advanced through proximal lesion the stent dislodged from the balloon. A nc quantum balloon was used to crush the dislodged stent in the proximal rca. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). As the 3.5 x 12 promus element plus stent was advanced through proximal lesion the stent dislodged from the balloon. A nc quantum balloon was used to crush the dislodged stent in the proximal rca. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was detached from the device and not returned for analysis. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon wings were clearly visible therefore indicating that the balloon had not been inflated. The tip was slightly flared. No further damage was identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).